Manufacturer narrative:
Additional information was received regarding the quantity of product affected. The following information has been updated:

Event description:
It was reported that the bd posiflush¿ normal saline syringe "stopped pushing" during the flush.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 11th complaint for the lot# 8197649 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8197649 during this production run. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that 5 bd posiflush¿ normal saline syringes "stopped pushing" during the flush.